Event description:
It was reported by service report that the scale is not working properly. No adverse consequences have been reported.

Manufacturer narrative:
Eval result: no problem found, potential customer misuse of the product.